Manufacturer narrative:
Component code relates to device code for the reported event of seal compromised. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was to be used for an unknown procedure on an unknown date. According to the complainant, during unpacking, it was observed that the packaging of the stent was already damaged and the sterile seal was compromised. There were no patient complications reported as a result of this event.